Event description:
The customer reported falsely elevated magnesium and creatinine results generated on the architect c8000 processing module on two patients. The following results were provided: (B)(6) 2025 sid (B)(6) magnesium = 8.4 mg/dl, another instrument = 2.0 mg/dl (normal range: 1.8-2.4 mg/dl). (B)(6) 2025 sid (B)(6) creatinine = 5.15 mg/dl, another instrument = 0.86 mg/dl (normal range: 0.50-1.30 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 concomitant product. When troubleshooting the issue, the field service representative observed that the tbg., bulk 9x15 elico (rohs) was clogged/observed. Service cleaned the tbg., bulk 9x15 elicon (rohs) and deemed the part the cause for the discrepant results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with tbg., bulk 9x15 elicon (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6) or the tbg., bulk 9x15 elicon (rohs) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated magnesium and creatinine results generated on the architect c8000 processing module on two patients. The following results were provided: (B)(6) 2025 sid (B)(6), magnesium = 8.4 mg/dl, another instrument = 2.0 mg/dl (normal range: 1.8-2.4 mg/dl) (B)(6) 2025 sid (B)(6) creatinine = 5.15 mg/dl, another instrument = 0.86 mg/dl (normal range: 0.50-1.30 mg/dl) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).